Event description:
The customer contact reported that during testing at the user facility, the device touchscreen is non responsive. The device was returned to the biomedical dept for an unspecified reason. No info was provided; however, it was reported there was no pt involvement. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No additional info was provided.

Manufacturer narrative:
A field service engineering performed testing and investigation at the user facility. During testing it was noted that the device touchscreen did not respond. This was due to a broken touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel